Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, on the second firing across the stomach tissue, the jaws were locked on the tissue. The surgeon had to slowly prise the tissue out of the jaws of the reload. There was no patient injury.